Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. The evaluation detected an unreported condition. Analysis of the system log noted a one wire error for bad cyclical redundancy check which causes the device to set to 0 remaining uses. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a software error was identified during product analysis. The root cause of the observed condition was determined to be a result of a software issue. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of a power handle error that has no relationship to the reported condition. During initialization, the master control panel software showed error: handle, hw_error and sd_card_integrity messages, which are indicative of an sd card failure. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. As a result, the system will fail safely prior to assembly with a clamshell or adapter and poses no patient safety risk. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection, the handle will not power on. There was no patient involved.